Event description:
It was reported that prior to the start of a da vinci-assisted donor hepatectomy surgical procedure, the endoscope was not being recognized and a reseat system message was displaying on the screen. Multiple endoscopes were tried and the issue persisted. A hard power cycle was performed but was unable to clear the issue. The endoscope controller was suspected as the cause of the issue. It was also noted that a similar issue had been observed on the system the previous week, and the customer had completed the procedure using another da vinci system at that time. The technical service engineer (tse) reviewed the logs, and relevant errors were found to have been generated in the current power cycle, while previous power cycle logs were unavailable. The customer reported that a patient was under anesthesia at the time of the call. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site, confirmed an error for video signal input lost, and replaced endoscopic controller to resolve the issue with endoscope not being recognized. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.